Manufacturer narrative:
For the mainframe: analysis found software upgrade. Fault not confirmed. Found unit having outdated software version. Needs upgrade in the main board (cf card replacement) and gui & dsp software. Full functional check, hi-pot test and electrical safety tests required as per standards. Unit cleaned and sanitized. Unit opened and inspected, all the internal parts. Replaced cf card in the main board with latest one. Updated gui & dsp firmware with latest available version. Unit tested to specifications as per manufacturer standards. For the patient interface: analysis found that fault not confirmed. Cleaned and sanitized the interface module. Conducted performance verification test as per manufacturer specifications. Other relevant device(s) are: product ID: 8253410, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the devices were not working properly. There was no patient impact.